Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial:(B)(6), batch: 7087835/7088747, UDI: (B)(4).

Event description:
It was reported the patient developed an infection at the implantable pulse generator (ipg) site. It was unknown if the infection was device or procedure related. No device malfunction was suspected. The patient was sent to the emergency department, and all components were explanted. The explanted products were discarded per hospital policy and patient was doing well postoperatively. No further information has been obtained despite good faith efforts.